Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: 740666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypertension and hypercholesterolemia. There is no evidence of abnormal small bowel air, air-fluid level, pneumatosis, portal venous or free intraperitoneal air. Concurrent conditions included anxiety since 2018, epigastric pain, constipation, depression, dyslipidemia, barrett's esophagus, obesity, irregular periods, uterine fibroid, mood swings, blood pressure increased, dysfunctional uterine bleeding and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera), olmesartan from 2014 to 2017, omeprazole since 2017 and paroxetine hydrochloride (paxil) since 2018. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/menstrual cycle lasted 3 weeks at a time / excessive bleeding"). In 2015, the patient experienced migraine ("migraines / headaches,"), headache ("migraines / headaches,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in october 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the left side in a similar fashion, the coil was passed down the shaft of the scope and into the tubal ostia and deployed without difficulty with 3 and 1/2 coils easily visualized on the left side after. Right tube 5 of coils. Left tube 3 of coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: no filling of either fallopian tube identified consistent with tubal occlusion. Ultrasound scan vagina: in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there is no evidence of abnormal small bowel air, air-fluid level, pneumatosis, portal venous or free intraperitoneal air. Concurrent conditions included anxiety since 2018, epigastric pain and constipation. Concomitant products included paroxetine hydrochloride (paxil) since 2018. In (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menstrual cycle lasted 3 weeks at a time"), migraine ("migraines / headaches,"), headache ("migraines / headaches,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (to remove essure/hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet and medical records received. New reporters added and reporter information updated. Plaintiff demography added. Product indication added and lab data added. New events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), lower abdominal pain, discomfort were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 740666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypertension and hypercholesterolemia. There is no evidence of abnormal small bowel air, air-fluid level, pneumatosis, portal venous or free intraperitoneal air. Concurrent conditions included anxiety since 2018, epigastric pain, constipation, depression, dyslipidemia, barrett's esophagus, obesity, irregular periods, uterine fibroid, mood swings, blood pressure increased, dysfunctional uterine bleeding and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera), olmesartan from 2014 to 2017, omeprazole since 2017 and paroxetine hydrochloride (paxil) since 2018. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)/menstrual cycle lasted 3 weeks at a time / excessive bleeding"). In 2015, the patient experienced migraine ("migraines / headaches,"), headache ("migraines / headaches,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the left side in a similar fashion, the coil was passed down the shaft of the scope and into the tubal ostia and deployed without difficulty with 3 and 1/2 coils easily visualized on the left side after. Right tube 5 of coils left tube 3 of coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: no filling of either fallopian tube identified consistent with tubal occlusion.. Ultrasound scan vagina - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Lot number and lab data added. Concomitant and historical condition added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.